Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the components of a minicap transfer set loosened from each other. Reportedly a nurse connected a transfer set to a new patient starting on peritoneal dialysis (pd) therapy and pd fluid was filled into the patient¿s abdomen. Upon connecting a drain bag to the transfer set, to drain the fluid from the patient, the nurse heard a sound and noticed the dark blue part (female connector) of the transfer set had loosened from the light blue part (main body). The transfer set was replaced. The customer stated that "no leakage occurred". There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with the naked eye noted a separation of the female connector to main body with chip present; no evidence of solvent noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.